Manufacturer narrative:
High test results (B)(4); no consequences or impact to patient (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer was asked to perform the monthly tubing decontamination procedure, and to replace the sampling probe. No additional troubleshooting was needed. The labeling review found the axsym system operation manual contains adequate information to resolve discrepant result issues. The manual lists multiple probable causes and corrective actions to resolve discrepant results. The probable causes include misaligned, dirty or damaged probe, and tubing decontamination has not been performed monthly. The manual also contains adequate procedures for cleaning and replacing the sampling probe, and for performing the monthly tubing decontamination procedure. The afp package insert contains adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes it is important to follow routine maintenance procedures defined in the manual for optimal axsym performance. The insert also notes axsym afp results should be used in conjunction with clinical evaluation and other diagnostic procedures. A service history review found no additional discrepant result complaints have been documented for axsym serial no. (B)(4), since the monthly tubing decontamination was performed and the sampling probe was replaced. The service history review found no trend of issues for axsym serial no. (B)(4). A historical data review found no complaints have been opened in (B)(4) of 2011 for axsym analyzers generating discrepant afp patient results. A review of metrics for the axsym analyzer found no adverse trends identified for issues with axsym discrepant results, or for discrepant results caused by issues with axsym probes. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01, or the axsym probe list no. 09a59-01 for the issue under evaluation.

Event description:
The account generated a falsely elevated axsym afp result of 95 ng/ml which was not consistent with the patient's clinical history. The specimen was frozen and rerun the next day with an axsym afp of 1.18 ng/ml, which was consistent with the patient's clinical history. No patient information was provided. The elevated axsym afp results were not reported outside of the laboratory. No impact to patient management was reported.